Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Date of explant: (B)(6) 2024. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with an unspecified mentor smooth gel breast implant. Post-operatively, the patient experienced a rupture of her left prosthesis, which was confirmed via mammogram. As a result, the patient is scheduled for removal surgery on (B)(6) 2024.

Manufacturer narrative:
On may 30, 2024, mentor received additional information. The patient underwent bilateral removal and replacement with 545cc mentor memorygel boost breast implants. The patient experienced right implant firmness and left implant drooping. Upon removal, it was discovered that the patient experienced bilateral rupture of her prostheses. As such, a second file was generated to document the patient's contralateral prosthesis. The patient's devices were identified as 350cc mentor memorygel breast implants. Their corresponding sides of implantation were not provided. Therefore, this report will now refer to device a. The following device information was added: lot: 6793292, catalog: 3503501bc, serial: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 12, 2024, mentor received the device for evaluation. On june 13, 2024, mentor completed a visual inspection, microscopic examination, and shell thickness of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was ruptured and received in three parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).